Event description:
It was reported that the dr wanted to use the harh36u for a nephrectomy, but the device did not want to connect. The screen came up informing them to active the device for 3 seconds, but when they activated, with open jaws, nothing happened, no energy was flowing. Then the message came up replace instrument and they were unable to remove the device from the grey cable. They used the torque, but the device is stuck on the cable and unable to remove it. The procedure was delayed 10 minutes. Opened another device. The procedure was completed successfully.

Manufacturer narrative:
(B)(4) date sent: 3/13/2025 d4 batch #: f9j265. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with nose cone crack. In addition, the mount was noted to be loose. In addition, it received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. The handpiece was disassembled to verify the condition of the internal components. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the condition of the device contributed to the assembly issue when trying to attach the instrument to the handpiece. Potential causes that may have contributed to the broken stud include instrument dropping, cross-threading of the blade, side loading with the blade attached, over-torquing, or the failure to use a plastic torque wrench. No conclusion can be made as to how the nose cone was damaged. A manufacturing record evaluation was performed for the finished device batch f9j265, and no non-conformances were identified.